Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported problem tbrv emergency stop. The technician replaced the power board and alarm sounder. 10k pm (preventive maintenance) was also performed on the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 tbrv emergency stop. As of this time, there is no information about patient involvement associated in this reported event.